Manufacturer narrative:
The investigation did not confirm the reported condition. Review of this complaint confirmed the event summary code selection and an investigation including a product history review was performed as required. The complaint device was not returned for investigation, however, picture(s) of the complaint device were provided and used for investigation. The probable cause of the event was not able to be determined. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per (B)(4).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12-oct-2022, it was reported by a sales rep via email that a ar-8925ss, k-less t-rope w/drv, syn repr, ss tip broke while trying to pass the button through fibula. The thread that held the button in place broke inside the button. In order to complete the procedure, another tightrope xp was used.